Event description:
During a radiofrequency ablation procedure a cancellation occurred due to a temperature issue. During the procedure port 1 and 2 of the generator would not heat to the programmed temperature. The procedure was cancelled. The patient was stable and discharged.

Manufacturer narrative:
One nt2000 neurotherm rf generator was received for an analysis. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation. The system powered on successfully and the reported temperature issue could not be reproduced during sensory, motor, lesion and pulsed mode testing. All ports were tested while monitoring temperature and impedance. Audible tones were consistent with the modes of operation selected. No hardware abnormalities that would have resulted in the reported event were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.